Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16oct2018. Philip's field service engineer (fse) verified and duplicate the reported touchscreen issue. The fse replaced the defective gui (graphic user interface) to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the unit will not respond to touch, will not calibrate. There was no patient involvement. The event date was not specified; estimate used.